Event description:
It was reported by the rep that during an unknown procedure, the buttons stopped working half way thru the case. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.